Event description:
It was reported the shockpulse lithotripsy generator power button was broken. The issue occurred during an unknown procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection, and therefore the reported failure was not confirmed. Updated field(s): d8, h2, h4, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.